Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic was sheared off during insertion. The incision was enlarged to remove the lens and another lens of the same model was implanted. Sutures were used. Reportedly, the patient's current prognosis is good.

Manufacturer narrative:
Visual inspection of the returned lens found the lens in two pieces, the optic cut in half and one haptic is torn off and missing. The other three haptics are not bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.